Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va10ptq, implanted: (B)(6) 2016, explanted: (B)(6) 2019. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that prior to their normal battery replacement surgery the healthcare provider told the caller that the lead would be replaced if it was damaged. The caller stated they thought the entire system was replaced and did not know if the lead was damaged or not. Additional information was received from a healthcare provider (hcp) clarifying the reason for lead replacement was that the entire implant and both leads were replaced, the battery was at 0-10% life and no toe flexion or sensation noted of the leads when the battery was replaced on (B)(6) 2019, so the leads were also replaced. The hcp reported the cause of the lead needing replacement was that there was no toe flexion or sensation noted from the leads at the time of the battery replacement, so the leads were replaced. The issue was confirmed to be resolved after the replacement surgery. It was noted that the lead needing replacement was first noticed on (B)(6) 2019. No further complications were reported.